Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump while attempting to deliver a bolus. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. Assisted customer in performing a 5 unit fixed prime, and the customer stated that insulin did exit. The customer stated that the cannula was not bent. Explained to customer that the site may have been occluded. Advised customer to change the entire infusion set and return the infusion set for analysis. The customer mentioned that she was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. The customer's blood glucose at the time of the incident was over 300 mg/dl. The customer had treated her blood glucose with manual injections. The customer expressed that she was throwing up and was unable to bring down her blood glucose prior to the hospitalization. The customer was treated with an insulin drip. The customer believed the issue was related to the insertion site. Nothing further reported.